Event description:
It was reported patient underwent right knee arthroplasty. At the six month follow-up appointment, patient reported pain on medial side when walking. Surgeon gave time for the issue to settle but it did not. Surgeon noted from initial post-op x-rays that overall alignment was good, but tibial varus and femoral valgus alignments were excessive. Patient was revised approximately a year and a half post-implantation due to the pain and femoral and tibial tray alignment.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01802. D10 medical devices: femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502206602 lot#: 64947273 unknown tibial insert catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.